Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one damaged arterial catheterization device. The guidewire was unraveled and the needle was bent. Microscopic examination revealed that the core wire was separated 7 mm from the weld and both broken ends were bent. The needle bevel also showed damage with was consistent with the guide wire being withdrawn against the needle bevel. The IFU for this product warns the user not to retract the guidewire against the edge of the needle to minimize the risk of spring wire guide damage. A device history record review was performed with no relevant findings. Since it appears the damage was caused by withdrawal of the spring wire guide against the needle bevel, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the anesthesia department. The anesthesiologist noted when removing the guidewire it began to unravel. The issue occurred when they were removing the guide wire and they were able to place the catheter successfully. There was no delay in treatment and there was no patient death or complications reported.